Manufacturer narrative:
The investigation into the reported hemolysis has been completed since the original report was filed. No product was returned for investigation and no data logs were provided. The pump was confirmed to not be in proper position via echo. The root cause of the hemolysis issue was most likely improper positioning of the device.

Event description:
The user facility reported a 66-year-old male in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The patient on impella support experienced hemolysis. The pump was repositioned via echo and fluid was given, however, the impella flow dropped to p-2. Patient¿s family decided to go comfort care due to patient poor prognosis. As a result, impella was explanted.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.